Manufacturer narrative:
Investigation underway.

Event description:
It was reported by service report that the cot is leaking. It is unk if there was pt involvement or if there are adverse consequences to report.